Event description:
On (B)(4) 2012, the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging that the display on her daughter's onetouch ultralink meter was cloudy. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2012, and obtained the following information: the patient tests seven times a day and manages her diabetes with humalog insulin (sliding scale based on food intake and blood glucose reading), via insulin pump. It is not known when the reporter discovered the alleged meter issue; however, the reporter clarified that the display issue was noted after testing the patient's blood glucose and the alleged issue did not inhibit the patient from reading the result on the display. The reporter indicated the patient did not take any action in regards to her diabetes management in response to the reported meter issue. The patient did not develop any symptoms nor receive any treatment after the alleged issue occurred. During troubleshooting, the csr noted that there was no misuse of the lfs product and the patient was not using the subject meter for the first time. Replacement meter was sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.